Event description:
The reporter stated, the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in 2008. The lens was explanted three months later, due to excessive vaulting. Subsequently, the patient experienced narrowing of the angle and shallowing of the anterior chamber. An iridectomy was performed. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(Iridectomy).